Manufacturer narrative:
The device was in use for treatment. A review of the device history records could not be performed as the lot number of the device is unknown. No conclusions can be drawn. Additional information has been requested but not provided. The instructions for use (IFU) informs the user that the cable can be re-sterilized by oscor eto gas sterilization a maximum of two times. Precautions are provided to the user: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death. A follow-up report will be sent if additional information becomes available.

Event description:
The customer reported that the adaptor cable has broken near one of the red/black connectors that are plugged into the external pulse generator. The customer reports that the adaptor broke with normal use. There was no report of any patient adverse effects from this event.